Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that the patient had a fall. The patient stated an MRI is being recommended of the lumbar spine, which is the of an old injury, and is having more pain/problems since the fall. Patient noted he also began having soreness in the implant area and feels like it is out closer since the fall. Patient stated he met with the managing healthcare professional (hcp) sometime back in (B)(6) 2017 and reprogramming was done. The patient also stated he is pursuing the MRI through a different doctor/hospital. No further complications have been reported. No additional patient symptoms were reported.